Event description:
Follow up with the physician indicated that the patient has a rather sever neurodevelopmental disorder, so he could have an abnormal hypothalamic system, but no definite or defineable condition. The physician does not plant to turn the device back on. Additionally, it had been initially reported that medication changes were not believed to have a relation to the event; however, this was inadvertently not included on the initial MDR.

Event description:
On (B)(6) 2013, it was reported that the vns patient has been experiencing hypothermia and cognitive changes when the device is turned on. It was later reported that the vns patient has a history of hypothermia and was hospitalized for a low body temperature on (B)(6) 2013. On (B)(6) 2013, the vns device was turned off and the patient¿s body temperature went back down to a body temperature ranging from 94-96 degrees. The device was turned back on and their body temperature was observed to be 92-93 degrees. On (B)(6) 2013 the patient¿s device was turned on and the patient¿s body temperature went back down again. On (B)(6) 2013, the patient¿s device was turned back off. The physician confirmed that the patient has a history of cognitive issues and he does not believe that the patient's cognitive changes are above baseline. No other interventions have been planned or are anticipated at this point. The physician has not determined that the patient¿s experience of hypothermia is related to vns therapy.

Manufacturer narrative:
Some information was inadvertantly not included on initial MDR.

Event description:
It was reported that the physician is not sure of the relationship to vns therapy. No further information was provided.